Event description:
A pt reported experiencing inaccurate erratic results with a ot ii meter. The pt's blood glucose results were 46mg/dl, 162mg/dl. Tests were done <10 mins apart with a difference of 99%. Pt did not experience any adverse events. No further info has been reported.